Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00308. It was reported both leads migrated. Surgical intervention took place on (B)(6) 2022 in which the leads were repositioned to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.